Event description:
Pt complained of "lightning" type pain even under anesthesia. The or nurses noticed light pale round pink spots the size of quarters on either side of the naval. Equipment was impounded immediately. Biomed found that at the low power setting of 2 in the cut mode the output was 40 watts. In an identical unit, it put out 25 watts in the cut mode at a setting of 2. Biomed engineering has recalibrated the unit at the low power settings, but noted it is difficult to do so since slight adjustments cause large variations in output. Another factor to consider is the possibility of transportation jarring may have caused the unit to jump out of calibration.